Manufacturer narrative:
The agent reported, patient fell and sustained a fracture. Male 40. Complaint has been evaluated and is similar to report number 1644408-2026-00329; 425-92-014, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to fall lower body / fracture.